Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the pt experienced low blood glucose (46-60 mg/dl) with symptoms of hypoglycemia. A family member reported that she treated the pt with oral carbohydrates until the blood glucose (bg) resolved within 12 hours without medical intervention. The family member reviewed the bolus history and reported two 6 unit boluses delivered at 7:54 pm and 8:02 pm on (B)(6) 2011. She denied delivering these boluses and was adamant that the pt does not play with the pump or push buttons independently. The family member confirmed that the pump is not kept locked. The pt's care giver discovered other 6 unit boluses on (B)(6) 2011 at 8:16 pm and (B)(6) 2011 at 7:22 pm in the bolus history. The family member denied delivering these boluses. She said cannot recall bg values on (B)(6) 2011 and (B)(6) 2011 but denied hypoglycemia on these days. The family member noted that the pt wears the pump on her waist or in a pocket. The caregiver confirmed that the time and date were correct. She said that the total daily dose history matches the bolus and basal history and that the bolus, iob, and basal rate settings are programmed accurately. The family member stated that she counts carbohydrates correctly; delivers boluses before meals; denies decreased carbohydrate intake or increased activity. She said that the pt checks her bg four to eight times each day, she does not have a history of unconsciousness, severe hypoglycemia, or hypoglycemic unawareness. Customer support urged the family member and caregiver to lock the pump and to monitor bolus history closely to avoid unplanned insulin delivery. This complaint is being reported as a potential user error.